Event description:
Child was breast fed in 1978 because mother told it was safe with implant. Child has had ongoing neurological problems and developed breathing problems one yr ago. Now she is on daily medication. Child has stomach problems that may also be related. Child developed allergies in 1991 and asthma in 1993.